Event description:
It was reported that during a sigmoidectomy procedure, a part of the tissue pad came off a few minutes after started using. Another device was used to complete the case. There were no adverse consequence to the patient.